Event description:
One endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's external iliac artery. The delivery balloon was initially inflated to 6.5 atm and then to 7.2 atm for further stent expansion when the balloon burst. During withdrawal of the delivery system, resistance was noted and the distal portion of the balloon was noted to be missing. Fluoroscopy and angiography did not reveal the balloon material in the vessel. The physician successfully post-dilated the stent and there were not clinical sequelae reported relative to the event.